Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause of the power-up failure was isolated to a defective programmable logic device (pld) u1003 on the monitor c/a board. The root cause for the defective pld component could not be positively identified. No adverse event occurred as a result of the defective monitor. The pt received a replacement monitor.